Manufacturer narrative:
Lot number - 18h017, 18n022, 19a001, 19a047, 19b006, 19b019, 19c013, 19c049, 19d002, 19e031, and 19e033. Fifteen single-use devices were received for evaluation. For nine samples, visual inspection revealed fluid inside the bags that contained the devices. When the devices were removed from the bags, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the nine returned devices. The devices were found to be conforming product. For four samples, visual inspection revealed fluid inside the bags that contained the devices. Further inspection revealed that the cause of the leak for the four devices was due to broken tubing at the solvent-bonded junction of the luer. A portion of the broken tubing remained inside the solvent-bonded area of the luer. The reported condition was verified. The cause of the broken tubing could not be determined. For one sample, visual inspection revealed condensation on the inner wall of the housing. Condensation is not a leak. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. For one sample, visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. Seven photographs were also received for evaluation. For four photographs, visual inspection revealed fluid inside the bags that contained the devices, indicating that a leak had occurred. The location of the leaks could not be determined from the photographs. The reported condition was verified. The cause of the condition could not be determined. For two photographs, visual inspection revealed fluid inside the bags that contained the devices. Further inspection revealed that the cause of the leak was due to broken tubing at the solvent-bonded junction of the white luer. The reported condition was verified. The cause of the broken tubing line could not be determined. For one photograph, visual inspection of the photograph revealed fluid inside the bag that contained the device, indicating that a leak had occurred. Further inspection of the photograph revealed that the cause of the leak was due to a detached blue winged luer cap. The reported condition was verified. The cause of the detached blue winged luer cap could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 24 </noe> malfunction events. It was reported that twenty-four large volume infusors leaked. One device leaked due to a detached blue winged luer cap, one device leaked due to a disconnected flow restrictor, one device leaked from the balloon, one device leaked due to a detached luer lock connector line, and twenty devices leaked from an unspecified location. Twenty-three events occurred prior to patient use with no patient involvement. One event was noted when the patient opened the device's packaging prior to use, and involved a patient with no patient consequences. No additional information is available.